Manufacturer narrative:
Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject main coil was seen to be detached, and the subject main coil was seen to be stretched and kinked. Functional inspection could not be carried out due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported "coil introducer sheath friction" it could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during the surgery coil got stuck during advancing, no as such other additional information provided by customer. The device was returned for analysis, and the main coil was found to be kinked/bent and stretched. The main coil was noted to be detached/separated from the delivery wire. Coil in catheter friction could not be confirmed; however, the analysis results are consistent with the reported event based on the all-available information and analysis of the device there is no conclusive evident but it is probable that the subject coil pushed/pulled against resistance may cause the reported and analyzed defect therefore an assignable cause of 'procedural factors' will be assigned to as reported "coil introducer sheath friction" and as analyzed "main coil prematurely detached/separated during use", "main coil kinked/bent" and "main coil stretched" as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject coil was returned for analysis, and it was discovered that the subject main coil was noted to be detached/separated from the delivery wire. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.